Event description:
According to the reporter, during use, the new split cannula would not allow for placing a finger over the hole to speak, the clamps on the side make it harder to attach the hme, and the suction of the trach was now required more often. The patient has tried the speaking valve, but it would not work. There was no patient harm.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: g1, g3, h2, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. For this complaint the sample was not received for evaluation, but some videos and pictures were provided which shows that someone is trying to talk and has some difficulties to do so. Additionally, the pictures show a disposable inner cannula (dic), which is not used with the tracheostomy tube part number 6un75h, and an inner cannula that is proper for the product 6un75h. Unfortunately, with only those videos and pictures, a thorough follow up investigation to include a functional and dimensional evaluation was unable to be performed to determine the root cause of the reported condition or implement any corrective action. If the sample is returned later, this complaint will be reopened and the investigation will be updated to reflect the findings. The review of the device history records indicated that this lot number was released meeti ng all specifications as manufactured. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device was used for a tracheostomy change from a different device. During use, the new split cannula would not allow for placement of a finger over the hole to speak, the clamps on the side made it harder to attach the hme and use the device with a cough assist machine, and the suction of the device was performed often as mucus was stuck to the walls of the device. The patient is unable to talk without effort even with a speaking valve and has expressed discomfort. When attempting to cough up mucus, the device was coughed out and unable to be attached without supervision.

Manufacturer narrative:
E (additional contact information provided) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.